Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their device shocked them. It was like an electrical shock from the leads. They didn't have it very long and they believed it was defective. They stated that it went out on them extremely early. They noted a fall in 2016 and there were no external environmental factors associated with the event. The patient went to see their healthcare provider (hcp) and they turned it down to 200 to stop the shocking. They said the system was barely functioning. Later in (B)(6) 2017, the patient saw another hcp and they told the patient that the batter had died. They were set for a replacement on (B)(6) 2017. It was requested that the patient return the device. The symptoms noted included pain and suffering. The implantable neurostimulator(ins) was indicated for gastric stimulation.